Manufacturer narrative:
Device evaluation: the device related to the reported event rupture and crease/folding of implant was received on (B)(6) 2025, with lot number 3246815. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: not observed through visual inspection. ¿ crease/folding of implant: observed creases on device through visual inspection. No further actions are required as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Event description:
Healthcare professional reported "rupture". This event is for the right side. The device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.

Event description:
The device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture". This event is for the right side. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.6.

Event description:
Healthcare professional reported "rupture". This event is for the right side. The device was explanted and replaced.